Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a red light when the 14v li-ion battery (serial number: (B)(6) was placed in the universal battery charger (ubc) was confirmed via investigation of the returned battery. The battery was put through a charge/discharge test and passed without issue. The battery was placed into a known working universal battery charger (ubc) and an error b0013 activated. The battery was opened, and the main printed circuit board (pcb) was inspected. No visible damage was noted. The rsoc output did not measure as the expected actual value of 4.08v. This component is on the rsoc line and damage to this component is consistent with the observed and reported errors. Replacement component was not currently available therefore no more troubleshooting was performed. Additionally, provided information revealed that this was not an out of box failure and that the battery has been successfully charged prior to observation of the reported alarm. The observed compromised integrated circuit (u6) is consistent with reported event however, the root cause was unable to be conclusively determined through this investigation. The 14v li-ion battery (serial number: (B)(6) was inspected and accepted into the receiving inspection storage location on (B)(6) 2024 and passed all manufacturing testing prior to being initially shipped outbound on (B)(6) 2024. The heartmate 14 volt li-ion battery instructions for use, rev. E was available for use at the time of the event and explains the operation of batteries in the heartmate system. The IFU explains how to use the 14v batteries, including how to properly calibrate the 14v batteries, how to connect the 14v batteries to the appropriate battery clips, how to charge the battery, and how to check the charge level of the battery. The heartmate 3 instruction for use, rev. A was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the 14v batteries. The heartmate 3 patient handbook, rev. D which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that battery was not charging after being placed on the battery charger and a red light was shown. The affected battery was exchanged. This was not an out-of-box-failure. The battery successfully charged prior to observation of the alarms.